Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control results. The patient reported obtaining a control reading of "112 mg/dl" with the subject meter, which fell outside of the control solution range. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.